Event description:
Reporter alleged obtaining discrepant blood glucose result of 132 mg/dl on inform system 1 compared to a result of 76 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter did not indicate the patient was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated the patient was treated with an IV, with fluids, and food after the first comparison. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results with inform system 2 (lot number 550035, expiration date 02/28/09) compared to inform system 1.